Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to a sinus tachycardia episode. Later on, the patient experienced a supraventricular tachycardia (svt) episode that resulted in multiple inappropriate anti-tachycardia pacing (atp) and electric shocks. Therapy was exhausted. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.